Event description:
Minimed paradigm 512 insulin pump undercalculating insulin need when using bolus wizard to correct high sugar resulting in hyperglycemia or manual correction. Also, recurrent failure of bd link meter, shipped with pump, requiring multiple strips to obtain 1 glucose reading, or use of alternative glucose meter.